Manufacturer narrative:
H2) additional information in section a. H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, serial lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary,  no faults were found. The system performed as intended. The application, license, and tools were re-installed as a precautionary measure. Codes b01, c19, and d14 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after obtaining an image from the medtronic imaging system, the screens on both carts went black. The site noted that the systems were still powered on with fans and lights on, but the issue was resolved after performing a hard reboot. It was unclear if the system displayed no video detected. There was no impact to patient's outcome and no surgical delay time.